Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right atrial (ra) lead exhibited low sensing amplitude and high capture threshold. There were no interventions. The patient was stable.